Event description:
A false motor stall/telemetry state was reported. It was reported that when the patient came for a refill, interrogation of the pump showed that a motor stall had occurred. This happened a week after the patient did MRI. The pump recovered after MRI. The pump continued to work because they expected 2.1 ml in the pump and that was aspirated. The programmer read ¿motor stall occurred; stop pump period may exceed tube set." No action was required; patient said that he felt something for a day and that he felt ok. Drug delivered via the device was compounded baclofen. It was later stated that patient was doing fine and device was operating as expected.

Manufacturer narrative:
(B)(4).